Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 h6: suggested component code: mechanical (g04) - femur reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is mild pain; stiffness after the fall, and no indication of loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d10 - medical product: stem extension tapered catalog # 42560007514 lot # 65124728, femoral distal augment cemented catalog # 42556605805 lot # 65112771, tibia fixed cemented catalog # 42542006402 lot # 65104607, articular surface fixed bearing constrained condylar knee (cck) catalog # 42522800416 lot # 64615584, stem extension tapered cemented catalog # 42560007514 lot # 65124659, tibial augment cemented catalog # 42555803405 lot # 64997326, tibial augment cemented catalog # 42555803205 lot # 65042322, refobacin bc r 1x40 us catalog # 110034355 lot # h2203y07aa, refobacin bc r 1x40 us catalog # 110034355 lot # z50bak2305, non zb patella catalog # unk lot # unk. B3, d10 : on (B)(6) 2023 h3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient experienced an unknown fall. The patient reports pain and stiffness post implantation. The patient was prescribed an additional course of physical therapy which has improved the patient¿s symptoms. No more information is available.